Event description:
The customer observed falsely elevated architect afp results on one 39yrs old male patient. The results provided were: (B)(6) 2023. Sid (B)(6). Initial= > 2000 ng/ml /repeated=2.22 ng/ml and 2.19 ng/ml (reference range=0.0 to 7.0 ng/ml) additional information provided: cea=1.9; ca 19-9xr=10.5; psa=0.4; beta-hcg= < 1.20 there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect afp results on one 39yrs old male patient. The results provided were: 22mar2023 sid (B)(6) initial= > 2000 ng/ml /repeated=2.22 ng/ml and 2.19 ng/ml (reference range=0.0 to 7.0 ng/ml) additional information provided: cea=1.9; ca 19-9xr=10.5; psa=0.4; beta-hcg= < 1.20 there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect afp reagent lot number 39196fn00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of 12 months of complaint data did not identify any non-statistical trends or any atypical complaint activity associated with this described issue. Trending review determined no trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 39196fn00 were evaluated using worldwide data from abbottlink. The patient median values obtained with the complaint lot 39196fn00 are within established limits. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Based on the investigation no product deficiency was identified for the architect afp reagent lot number 39196fn00.